Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was at an MRI appointment and the device was on MRI mode. They tried to boost the patient's rear to get their neck more accessible and when they did that the patient said they felt a pulsating shocking sensation from the thigh up to the neck. The patient was removed from the table and was sitting in a chair when the sensation stopped. It was confirmed that MRI guidelines had been followed. This had happened 1 other time 4 years ago. In 2015 the patient had felt a pulsating shock sensation from thigh up to neck. It was also noted that the patient had a triple study MRI last year with no issues. No further complications were reported.